Manufacturer narrative:
The insulin pump was received with missing segments due to bleeding and cracked lcd glass. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to lcd damage. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was 278 mg/dl. The customer stated that there are black lines on the screen which made it difficult to read. The customer used both (B)(6) aaa and (B)(6) on the pump. The customer stated that the display is not returning as normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.